Event description:
The pt had vertical gastric bypass surgery in 2004 to treat morbid obesity. Due to their remote history of deep vein thrombosis and pulmonary emboli and being high risk for dvt/pe post operatively, a bard recovery ivc filter was inserted six days earlier. The surgery and immediate post-operative period were uneventful and pt was discharged eleven days later. Pt was seen by their surgeon for follow up and wound infection that responded to treatment. On a follow up visit 22 days later, pt reported feeling nauseous. Four days later pt was transported by ambulance to the facility's emergency dept complaining of nausea and vomiting and chest tightness of a few day's duration. Based on lab and EKG results and their reported symptoms, pt was diagnosed with acute coronary syndrome, hypotension and thrombocytopenia and admitted to the ICU. Within 4 hours of admission pt became bradycardiac and unresponsive, was restored to adequate pulse twice, but finally arrested and expired, in spite of attempts to revive. On autopsy the bard filter was found sitting across the tricuspid, lodged between the right atrium and right ventricle, and partially embedded in the wall of myocardium, with a clot attached, and surrounded by shaggy fibrin. A hemorrhage of the right ventricular wall and hemopercardium (approx. 200cc) suggested a rupture. Bilateral central pulmonary emboli were in the main arteries. Anatomical findings suggested that the filter had been in the heart for a few days.